Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a telemetry radiofrequency anomaly and could not be interrogated. The patient was asymptomatic. The device was explanted and replaced on (B)(6) 2015.